Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted on (B)(6) 2011 as part of the e7016 wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient had undergone a liver transplant on (B)(6) 2011. On (B)(6) 2011, liver function tests were performed. On (B)(6) 2011, a baseline biliary obstructive symptoms assessment was performed and no symptoms were noted. A pre-study stent placement cholangiogram performed on (B)(6) 2011 revealed a mid-biliary stricture. On (B)(6) 2011, the patient underwent biliary stent placement for treatment of the mid-biliary stricture. A sphincterotomy was performed prior to this procedure and during the study stent placement procedure. The stricture had been previously dilated with a plastic stent. Prior to the study stent placement, the plastic stent was removed. During the procedure, the study stent was deployed in a satisfactory position across the stricture. The patient was treated as an inpatient and was discharged on (B)(6) 2011. On (B)(6) 2011, the patient was scheduled for the per protocol stent removal. A pre-removal cholangiogram was performed and revealed a complete migration of the study stent. The stent was not located and it was assumed that the patient had passed the stent. There was no evidence of a recurrent stricture or any other complications/clinical events associated with the stent migration.

Manufacturer narrative:
Reported event of stent migrated. E7016 wallflex biliary fc benign stricture. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.